Event description:
Device 3 of 3: reference MFR report: 1627487-2019-04176. Reference MFR report: 1627487-2019-04178. It was reported during an unrelated surgery, the patient¿s system was explanted due to ineffective stimulation. Field representative was not made aware of the explant at the time. No further information obtained as the patient no longer has abbott products implanted.